Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported event occurred due to a cracked camera unit. Additionally, water tightness was lost due to damage to the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited distortion lines on screen when moving the cable near the head. The issue ocurred during inspection for use. There were no reports of patient involvement.